Manufacturer narrative:
The reported events of increased capture threshold and insulation damage were confirmed. As received, a complete lead was returned in one piece with an extraction tool was returned inside lead body and was unable to be removed. Visual inspection of the lead found an external insulation abrasion exposing the outer coil in one location distal to the suture sleeve tie impressions consistent with friction to another device or feature of the heart. The reported event was isolated to the exposure of the outer coil in the abrasion region.

Event description:
During an unrelated procedure, increased capture threshold was observed on the right ventricular (rv) and right atrial (ra) leads. The physician resolved the event by explanting and replacing the ra and rv leads during the unrelated procedure. Following explant, insulation damage was observed on the rv and ra leads. The patient was in stable condition. Related to manufacturer report number: 2938836-2019-16514.